Event description:
It was reported that the light is not as bright as it used to be and the ok button is not responding with every button press. It was reported the keypad is not peeling and the pump does not get wet.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.